Manufacturer narrative:
The customer requested just a replacement ECG 3 lead set grabber with no engineer evaluation.

Event description:
It was reported to philips that the device's ECG 3 lead set grabber is unreliable. There is no patient involvement.